Manufacturer narrative:
The pod was received with the cannula assembly fully deployed and the pink slide visible. The pod ran for 447 pulses without any timeouts, drive stalls, or pulse width increases and the pod was deactivated by the user. Upon investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. The distal tip of the soft cannula was ripped off. It could not be determined when this damage occurred or if this affected insulin delivery while the pod was worn. Although no leaks were found, it could not be conclusively determined if any leaks were present prior to the cannula tip tearing off.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient found cannula had not deployed as intended. The patient's blood glucose (bg) values reached 508 mg/dl, while wearing the pod between 4 and 24 hours on the arm. The pink slide did not move forward and the cannula did not deploy completely, indicating a needle mechanism failure.